Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The customer did not specify if this was the initial use of the device. The device history record was reviewed and found no expectation documents. The complaint database was reviewed and found no similar complaints for this lot number. The eval is in process. A f/u report will be submitted when the eval has been completed.

Event description:
The user reported that during an interventional procedure air entered the angiographic set from the stopcock while it was in the off position. No harm or injury was reported.